Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia, medical intervention and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 35. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 123. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
A patient was taken to the emergency room (ER) via ambulance due to a coma and extremely low bg glucose levels of 1.7 mmol/l (30.6 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The ambulance crew stated that the patient gave himself a bolus of 14.1 units of insulin through the omnipod personal diabetes manager (pdm) before going to sleep causing him to go into a coma, the patient denies doing so. The emergency medical team spent 20 minutes in the patient's room at home getting him out of the coma by administering 1 loose glucagon injection (given by wife), a sandwich with jam and an additional 20 mg sugar dissolvent with an infusion. The pod was removed immediately. After the incident, the patient did not wear a pod for a day and used insulin pens. The patient's glucose history is as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an alarm, indicating that a communication error occurred while the device was waiting for input from the pdm. Inspection of the device found no evidence that would result in an over-delivery of insulin. No evidence was found that would result in a communication error occurring; a root cause could not be determined. No other defects or deficiencies were found during the investigation.